Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial mechanical undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant there was no mechanical atrial activity and no way to have tracking/ inappropriate tracking for the leadless implantable pulse generator (ipg). Trouble shooting was performed. The ipg was reprogrammed however there was then pacemaker mediated tachycardia. The ipg remains in use. No further patient complications have been reported as a result of this event.